Manufacturer narrative:
Journal article: inflation pressure in side branch during modified jailed balloon technique does not affect side branch outcomes authors: tetsuya nomura, naotoshi wada, issei ota, satoshi tasaka, kenshi ono, and yu sakaue journal: journal of interventional cardiology year: 2021 reference: doi.org/10.1155/2021/8839897. Age or date of birth: average age. Sex: majority gender. Date of event: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article titled - inflation pressure in side branch during modified jailed balloon technique does not affect side branch outcomes - was reviewed. The study aimed to investigate the optimal jailed balloon inflation in the side branch during the modified jailed balloon technique for bifurcated lesions. It was a retrospective observational study conducted at the same facility of 51 consecutive patients who underwent percutaneous coronary intervention (pci) for bifurcated lesions with a modified jailed balloon technique between september 2018 and december 2020. The 51 patients were divided into two groups according to the magnitude of inflation pressure of the jailed balloon: a higher pressure (hp) group and lower pressure (lp) group. Resolute onyx des was used in 2 patients in the hp group and in 1 patient in the lp group. Lesions treated included lmca, lad, lcx, om and rca. Pci was successfully performed in all 51 cases without any flow disturbance in side branch (sb). The findings of sb compromise were relatively frequent with the procedure. The patterns of sb compromise such as dissection or stenosis increase were observed at similar frequencies in the two groups. However, even in this situation, a guidewire could be passed to the jailed sb through the stent strut except for 1 case in each group. No in hospital major adverse cardiac event (mace) including procedural myocardial infarction occurred.